Event description:
The customer initially called for assistance with the insulin pump programming. The customer then stated that he was treated in the emergency room for low blood glucose. The blood glucose reading was not reported. The customer stated that he did not eat enough for the amount of insulin he delivered. Troubleshooting was performed and the insulin pump was programmed correctly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.